Event description:
Another country's reporter reported via our distributor that the heaterwire of an rt106 adult breathing circuit became an open circuit after 3 hours of use. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. Electrical tests were performed on the returned device. Results: the heaterwire in the inspiratory tube of the breathing circuit was an electrical open circuit. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Changes have been made to the crimping process with the replacement of all crimping machines on the production line in november 2007. As no lot information was provided with this complaint, we are unable to ascertain whether this product was manufactured before or after these changes became effective. Our monitoring and trending for open circuit heaterwires on adult breathing circuits has a rate of occurrence worldwide for the last year to the end of september 2008 of 24 ppm.